Manufacturer narrative:
H6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that per case details, the broken device fully removed with a grasper and nothing was left inside the patient. The procedure was completed using a back-up device. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that during a procedure, the inner prong of the tendon anchor inserter, broke off on the medial side of the implant and rotator cuff tendon upon use, it was well placed and not in a position that it could hit the bone. The prong was left hanging in the rotator cuff tissue and inside the regeneten implant. It was easily fully removed with a grasper and nothing was left inside the patient. The procedure was completed using a back-up device. There was a delay of 3 minutes and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).